Event description:
An ophthalmic technician reported side cut tag when trying to lift left eye lasik flap. The technician indicated surgeon was able to lift and complete patient's treatment and at post-operative visit flap looked clear and free of striae and debris.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).